Event description:
The complainant reported that in early 2008, the clinicians performed a therapeutic implant of a PICC in a female pt. On the following month, the clinician was flushing the device, when it was noticed that the device was leaking at the suture wing. The device was then successfully removed from the pt. On the next day, the device was replaced. The complainant provided additional info regarding this event. It was reported that there were "positional problems" from the time the PICC was inserted into the pt. The complainant attributed these positional problems to the pt's morbid obesity medical condition. In addition, the pt had numerous co-morbidities, including left foot osteomyelitis. Please reference the attached user medwatch (no medwatch number reported from the user).

Manufacturer narrative:
This device was not returned for evaluation, as the complainant reported that the device was discarded subsequent to use; therefore, a failure analysis is not available and we are unable at this time to determine if the device met spec, and the relationship between the device and the cause for this event. A device history records review for this lot was performed; no anomalies were noted. A search of the complaint database revealed no additional complaints for lot number 1220595. A review of the march 2008 complaint trend report for the vaxcel pasv PICC single lumen product family was performed for any similarly reported failure modes. No unfavorable trend was noted.